Manufacturer narrative:
Investigation completed on a smiths medical cadd ms3 slate gray 7400 pump. The device arrived in good physical condition. Event log revealed no evidence. Functional and evaluation tests were performed and unable to duplicate the problem of programing pump. Further testing could not find fault with program. Device passed all functional and delivery testing and it is unknown what caused the event, as the pump was found not to be at fault.

Event description:
Information received a smiths medical cadd -ms3 slate gray mdl 7400 was unable to program. No patient adverse events reported.